Event description:
The doctor inserted the first io needle and admitted his strength broke the hub. He then tried to insert a second io needle when the hub broke away from the needle. On his third attempt he got the needle into position and when he remvoved the black handle, he then had to retrieve it from inside the actual io needle cannula with forceps. Although in a correct position, this third needle leaked from the hub and so a fourth was inserted and this time successfully.